Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated via quickcheck. When interrogated manually, the device was found to be operating in fallback mode and exhibiting a warning message indicating a possible device malfunction had occurred. No magnet tones could be obtained.